Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013443 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013443 was manufactured according to the work instruction (wi) version 48 and packaging in the multivac m12 on 21-may-2025 with a total of (B)(4) units the sub-assembly: assembly lot 5e03489 was manufactured according to the wi version 30 and assembled in the quickset line, on 20-may-2025, with a total of (B)(4) units. Lot 5e03490 was manufactured according to the wi version 30 and assembled in the quickset line, on 21-may-2025, with a total of (B)(4) units. Lot 5e01997 was manufactured according to the wi version 29 and assembled in the quickset line, on 09-may-2025, with a total of (B)(4) units the sub-assembly: gluing of tubing the lot 5e01608 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 18-may-2025, with a total of (B)(4) units. The lot 5e01603 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 17-may-2025, with a total of (B)(4) units. The lot 5e03165 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 19-may-2025, with a total of (B)(4) units. The lot 5e00294 was manufactured according to the wi version 42 and manufactured in the line mp04 and mp08, on 07-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set event on (B)(6) 2025, the tubing got cutoff 4 inches from the reservoir which led to the high blood glucose level. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.